Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of the pacemaker presenting electrogram (egm). Upon review, farfield oversensing of r waves due to chronic low p wave amplitude measurements on the right atrial (ra) lead were observed. Ts provided the hcp with programming optimization recommendations. At this time, the pacemaker and ra lead remain in service. No adverse patient effects were reported.